Manufacturer narrative:
This supplemental report is being submitted to provide additional information added to the results of the legal manufacturer's final investigation. Updated fields: b5, h2, h6, h11. Additional information related to malfunction identified in further investigation as connector lens was damaged however a definitive root cause cannot be identified. Based on the results of the investigation, it is likely the following led to no image being displayed: camera cable was damaged, which prevented normal a communication. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the legal manufacturer: connector lens is damaged.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: images are not displayed. Device history record (DHR) review was conducted on the current product, and no problems were found. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited no images were displayed. There was no patient involvement.